Event description:
A report was received that the patient was experiencing pain at the ipg site that was troublesome. It was also reported that the patient's scs was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
D7 explant date: 2018. Additional information was received that the patient underwent an explant procedure. No further information could be obtained. The explanted devices were not returned to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site that was troublesome. It was also reported that the patient's scs was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
It should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain at the ipg site that was troublesome. It was also reported that the patient's scs was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site that was troublesome. It was also reported that the patient's scs was non-functional. The patient will undergo an explant procedure.